Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? No patient consequences. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a radical resection of colon cancer on (B)(6) 2021 and suture was used. During the surgery, the suture needle pulled off while suturing the incision. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.